Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the keypad was found to be fully intact. The contrast button was found to be unresponsive, which has no effect on insulin delivery function. All of the other keypad buttons responded appropriately during testing. The complaint of the up arrow and down arrow¿s under-response was not duplicated during testing. The keypad cover was removed and evidence of contamination was found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.